Event description:
It was reported that the right ventricular lead exhibited noise. Upon interrogation, a fracture on the inner coil was noted. The lead was replaced. The patient tolerated the procedure well.

Manufacturer narrative:
A partial distal portion lead was returned measuring 45.1 cm for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.